Event description:
A 69 year old male was admitted for c.o.p.d./respiratory failure on 11/29/91. During his hospital admission he developed an acute abdomen and surgery was anticipated. A pre-operative swanz ganz catheter was inserted on 12/9/91. Post-operatively on 12/10/91 at approx. 5:30 p.m. Bleeding was noted from the endotracheal tube. The bleeding increased during the night and the patient's vital signs decreased. At 10:00 a.m. On 12/11/91 it was suspected that the patient developed a pulmonary infarct and the swanz ganz catheter was discontinued. The balloon was visually intact and able to be inflated. The patient coded and expired at 11:20 a.m. The medical examiner's report indicated a perforated pulmonary arterydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, inherent risk of procedure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.